Manufacturer narrative:
There are no previous complaints on the device related to this issue. Testing results were reviewed and the pump passed all previous test. Device received on 09/04/2024, investigation in process. This MDR will be reopened and updated once the investigation results becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/28/2024, znyo medical received a report from the customer reporting that the pump was not pumping. No patient injury/harm reported.